Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the data provided by the customer. The hsc specialist determined that (B)(6) total results were interpreted correctly on the advia centaur instrument. The hsc specialist recommended that the customer follow customer bulletin 078d0921-01 revision a, 2010-03 "infectious disease interpretation results on lis systems," which states that siemens does not support using other results aspects to determine an interpretation on the lis, and the customer should only use the advia centaur generated interpretation. The customer contacted their lis vendor. After working with the lis vendor, the customer stated that results greater than 8 were correctly interpreted as reactive. The advia centaur instrument performed as expected. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) specialist. The operator of an advia centaur instrument stated that (B)(6) results for patient samples tested using the total antibodies to (B)(6) assay which were resulting greater than 8 were incorrectly interpreted as (B)(6) by their non-siemens laboratory information system (lis) on eight patient samples. The customer also stated that results between 1 and 7.9 were correctly interpreted as (B)(6). The incorrect (B)(6) results were reported for two of eight patients to the physician(s). The remaining six patients were known reactive and therefore incorrect results were not reported for those patients. The corrected results were sent to the physician(s) for the two patients whose results were incorrectly reported as (B)(6). There are no known reports of patient intervention or adverse health consequences due to the incorrect interpretation of (B)(6) total results.